Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a black stain on the y injection site. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard solution administration set had a black spot at the injection site. There was no patient involvement. No additional information is available.